Event description:
A report was received that the patient underwent a pocket revision. The physician confirmed that the patient's ipg flipped. During the revision, the ipg was moved medial and superior to correct the ipg placement. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device remained in patient. This is the final report.